Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 10.3mg/ml at 2.059mg/ay and morphine 10.0mg/ml at 2.001mg/day via an implantable pump. The indications for use was spinal pain. The patient reported they have "a staph issue". Per the patient the staph issue was after the pump implant and had not resolved. The patient reported that they felt under treated and displeased with the treatment from their current physician. The patient was seeking a new physician and requested physician listings. On (B)(6) 2016 additional information reported that the patient found a physician's office that may be willing to do service but would be seeing them for a consultation visit first before anything.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.